Event description:
The nurse reported that the surgeon stated there was low phaco power during the second case. The surgeon reported the patient had corneal edema and a cloudy cornea at the conclusion of the procudure. They re-booted, swithced out the cassette, the bss bottle, the phaco tip/infusion sleeve, the handpiece and checked the footswitch function while troubleshootng the system with the company sales representative via the telephone. The case was extended by a significant amount of time. The following two cases were cancelled. The patient's prognosis is good.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The handpieces were tested and all operated and tuned. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation.